Event description:
It was reported that during implant attempt, noise was heard through device pocket manipulation. The lead was repositioned several times and assumed it was a device issue. Used another device and similar problem occurred. The lead was changed and issue resolved, apparent conductor fracture and dislodgement were also reported. The lead and device were not used. There were no patient complications reported as a result of this event. Devices were not used.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) full lead was returned. No anomalies were identified. It was noted the defibrillation lead conductor was distorted. (B) (4) no anomalies were identified.